Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 11. Details of surgery: primary stability not achieved. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.